Manufacturer narrative:
Date sent to the FDA: 10/19/2021.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2010 during which the surgeon noted the anterior mesh was noted to have pulled away from the tubercle. It was reported that the patient underwent right orchiectomy and placement of a testicular implant on (B)(6) 2010. It was reported that the patient experienced severe pain, numbness, tingling sensation, nausea, bulging, loss of right testicle, stress and anxiety. No additional information was provided.